Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited remains of white foreign material in the air/water tube, the air/water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: scope cover had a crack, air/water cylinder had no color, suction cylinder had no color, forceps channel port had a dent, control unit was shaved, switch 1 had a cut, due to deformation of electrical connector guide pin, water tightness was lost, label on scope connector was damaged, due to a scratch on probe cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, bending tube was deformed, connecting tube had a wrinkle, connecting tube had a scratch, due to clogging of jet tube in control unit, water cannot be supplied, and universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the air/water cylinder and channel and the auxiliary water channel" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from electrical connector guide pin. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.